Event description:
Disposable pad applied to the patient lift device and when the patient was lifted the pad ripped from top to bottom. The patient was safely placed on the bed to prevent from falling.====================== manufacturer response for disposable lift pad, highback disposable sling (per site reporter)======================voluntary recall of all similar devices that have guide loops that could be hooked improperly to the lift device. They stated the product was not defective, but if improperly hung on the lift it could tear at these loops as they were not reinforced at these areas.

Event description:
Disposable pad applied to the patient lift device and when the patient was lifted the pad ripped from top to bottom. The patient was safely placed on the bed to prevent from falling.====================== manufacturer response for disposable lift pad, highback disposable sling (per site reporter)======================voluntary recall of all similar devices that have guide loops that could be hooked improperly to the lift device. They stated the product was not defective, but if improperly hung on the lift it could tear at this loops as they were not reinforced at these areas.